Event description:
It was reported that the patient presented to the clinic remotely for a follow-up. Upon examination, it was noted that the pacemaker was in backup vvi mode. Programming changes were made. There were no consequences to the patient.